Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the bone disorder. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 via tha for the patient¿s left hip joint. It was reported that the patient had a pain. According to the result of MRI, there was suspicion of armd, but it was unknown whether trunnions occurred. The revision surgery was performed on (B)(6) 2020 by replacing the head (p/n: 136550000) and the liner (p/n: 121887350) and injecting artificial bone to back side of the cup due to a pain which was caused by armd, pseudotumor, bone defect and loosening of joint. During the surgery, the surgeon removed dead tissue. Predisponency of dislocation was found, therefore, the surgeon implanted offset liner. Trunnions was not observable by visual check because the connection point was clear. The revision surgery was completed with 150 minutes. No further information is available.